Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2004; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns), ventricular tachycardia non-sustained (vt-ns), and sensing integrity counter (sic) episodes. The lead detection was programmed off until lead revision. During lead revision, the physician noticed that the suture sleeve had been sutured through the insulation. The lead was capped and a previously useable capped rv lead was uncapped and reactivated. No patient complications have been reported as a result of this event.